Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had check patient line. The hp stated that there was air in the patient line. The technical service representative informed the hp to end therapy and start over with all new supplies. Global product surveillance contacted hp on (B)(6), 2011. The hp was able to complete therapy with new supplies. The hp did not notice any defects with the original supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for the check patient line alarm is not confirmed and the cause was not identified because the disposable set was not returned to baxter, the lot number was not provided, an event log review was not performed, and the user did not describe any type of use error that might have caused the alarm. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.